Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported non-responsive touchscreen and procedure cancellation could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
During a radiofrequency ablation procedure a cancellation occurred due to a non-responsive touchscreen. Following needle placement, when the ablation procedure was starting, the touchscreen of the generator was not responding to selections. It was attempted to troubleshooting by exchanging cables and power cycling the generator. The issue could not be resolved and the procedure was cancelled. The patient was stable.